Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02769, 1627487-2023-02768. It was reported that during a procedure the patient's drg leads had migrated and the drg ipg was inoperable. Both the leads and ipg were explanted.